Manufacturer narrative:
B3: event date is not known. Please see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were trying to turn therapy off for MRI but encountering the poor communication message. The patient also reported they had gastric bypass surgery in (B)(6) 2018 and lost a significant amount of weight. They could feel the implanted neurostimulator but at one point it felt like it had moved and turned around almost and the first time they noticed this was probably within the last year. The patient had not used the programmer in a while so they replaced the programmer batteries a couple weeks ago and tried to connect to the implant but were getting the poor communication message. Reviewed expectations regarding ins battery longevity and possible risk of ins migration. The patient was redirected to their healthcare provider to check device.